Event description:
The account alleged they replaced the hydraulic manifold and now the cardio pulmonary resuscitation does not function. No injury reported.

Manufacturer narrative:
The account replaced the new hydraulic manifold with another new hydraulic manifold and this resolved the issue.